Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition was confirmed during fse testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the logs indicated failures in drawer 2. The cubie was removed, and some medications were found inside, suggesting possible shorting or contact issues. The cables in the back were examined, and damage was found on the pyxibus cable for drawer 2. The cable was replaced, and the hta test was successfully completed. During dchu visual inspection: p/n 121085-01: was observed with black marks indicative of thermal damage and exposed copper strands. During dchu testing: p/n 121085-01: no dchu testing was necessary due to the exhibited thermal damage and exposed copper strands observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue eulh 3s crashing when nurse is logged in battery power failure was determined to be due to a thermally damaged assy cbl pyxibus 7 drawer (p/n 121085-01) which compromised the drawer from properly functioning.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was crashed when nurse logged in. As per part investigation, it was determined that the drawer malfunction was due to a thermally damaged assy cbl pyxibus, which compromised proper drawer functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the battery power was failed. A field service engineer identified that the drawer two was failed, removed the cubies, examined the cables and replaced the damaged pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was crashed when nurse logged in. However, there were no delays or adverse events or injuries reported based on this event.